Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The instrument was received with disrupted timing and a tack protruding from the shaft. Functionally, the handle was actuated and the instrument cycled, the tacks did not seat properly in the test media. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the tack not loading properly is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. Based on the evidence available the reported condition of tack not loading properly was confirmed. Should new information become av ailable, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during a laparoscopic right inguinal hernia repair procedure. The device was being used to close the peritoneum. The first tack fired normally. Afterwards, the protack did not completely discharged from the device and remained attached to the s haft. It resulted in the device being ¿trapped¿ and could not be remove from the patient as the protack had partially gone into the pubic tubercle. The surgeon had to ¿wriggle¿ the tack out of the shaft. The tacks were only partially discharged from the shaft. The tacks did not disengaged and remained attached to the device and the tissue they partially penetrated. The tacks did not hold correctly in the tissue because they were only partially discharged from the shaft and were not left in the patient. In order to resolve the issue and complete the case, opened another device. There was no patient harm. The patient status is alive, no injury.